Event description:
It was reported as a general comment that during the use of prostyle device, no blood flow from the marker lumen occurred. An additional device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Date of event: estimated date. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Additionally, sterile/unused devices with lot # 2102741 were returned and were successfully tested with no anomalies noted. As such, there is no indication of a product quality issue.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. E1: physician name, spelling correction.